Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside blower kit and a blower foam degradation. Additionally, the service technician also noted dust fail contamination, and error code displayed/ present e020 (err_motor_spinup_flux), e062 (err_stuck_ramp_key), e066 (err_stuck_encoder_b), and e012 (err_thermistor_high) in the device logs. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.

Manufacturer narrative:
This follow-up was created since the initial report had incorrect information regarding the product UDI.